Event description:
The manufacturer was contacted regarding a dreamstation CPAP pro w/humid/ht, aus device. According to the complaint, the patient reports suffering from internal nose damage, leading to painful and challenging nosebleeds. The patient required hospitalization due to continuous bleeding and consulted an ent specialist. The complaint targets both the original and the replacement device, although there is no claim of device malfunction. Based on the information available at the time, the pms concluded that the allegations were unrelated to the device. Additional details are necessary for a more thorough clarification and evaluation of the reported incident. The event is deemed reportable as it may cause or contribute to a severe injury, in line with CAPA pr7211. A report will be submitted to all relevant regulatory bodies. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.